Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, the battery was reportedly depleting quickly, however, the customer declined to troubleshoot. There was no reported impact to the customer¿s blood glucose due to the reported issues.